Event description:
Rv (right ventricular) tip/rv coil impedance is chronically low causing the impedance to dip below the 200 ohms threshold at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).